Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx biburcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated and obstructed the renal arteries resulting in kidney damage post stent graft implant. No additional sequelae were reported.